Event description:
It has been reported that one pen ii omnitrope pen 10 has been found cracked during use. The following has been provided by the initial reporter: consumer states that about 4 days ago she noticed her daughters omnitrope pen 10 had a crack in it, she still continued to use it , but it is difficult to use. She said she has been squeezing the crack together while her daughter injects, and she is not sure if she is getting all of the medication with each injection.

Manufacturer narrative:
Investigation: one (1) sample was provided to bd medical pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the complaint sample revealed a cracked and broken vial retainer. The root cause of the broken vial retainer is most likely material incompatibility. Breaking from material incompatibility is due to the interaction between the polycarbonate of the vial retainer component and dioctyl phthalate found in the pen pouch. Chemical compatibility overview for lexan polycarbonate recommends against the use of diocytl phthalate in conjunction with polycarbonate as it results in failure or severe degradation. Corrective actions have been determined to inform (B)(6) gmbh of material compatibility with the pen pouch. Preventative action has been established for sandoz to update the pen pouch material.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one pen ii omnitrope pen 10 has been found cracked during use. The following has been provided by the initial reporter: consumer states that about 4 days ago she noticed her daughters omnitrope pen 10 had a crack in it, she still continued to use it , but it is difficult to use. She said she has been squeezing the crack together while her daughter injects, and she is not sure if she is getting all of the medication with each injection.